Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the surgeon suddenly experienced that camera movement without being controlled. Instruments were no longer visible. After taking control of the camera/endoscope, the surgeon repositioned the endoscope to regain the desired view and surgery continued. The intuitive surgical, inc. (Isi) technical service engineer (tse) checked the log and one error was pointing at the rfid error on universal surgical manipulator 2 (usm) was present approximately 20 minutes before the call. The isi tse verified endoscope was installed on arm 2. The isi tse stated that the system might have lost contact with the endoscope on the arm, causing the carriage to retract to the starting position. The endoscope was not reseated on the carriage/sterile adapter to resolve the issue. The customer stated that the surgeon just repositioned the endoscope position and continued. The isi tse verified the system was fully functional. Reseating sterile adapter and endoscope on arm 2 at earliest convenience was advised. The site completed the procedure as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The surgeon repositioned the endoscope position and continued. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the issue occurred with the surgeon's head inside the surgeon console's high resolution stereo viewer. It happened while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was related to an inability to move the instrument at all, making it static. The movements of the surgeon did not scale appropriately to the instrument, with the observed movement being greater or lesser than intended. The endoscope did not move with the intended movement, as the instruments were not visible or out of vision within a fraction of a second. There was a delay in the timing of instrument movement. No shakiness or friction was experienced or observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions with or equipment or staff. The issue was intermittent, and the surgeon clutched and moved the endoscope arm until instruments were visible. No injury to the patient occurred as a result of the event. The device was inspected prior to use, and no damage or abnormalities were found. The instrument is available for return to isi for evaluation.